Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that smart guard has gone into warm up process instead of updating after upgrading the pump software. The customer reported no adverse event. The event involved product(s) mmt-1886. No further details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
We did not attempt to reproduce the issue, as it appears to be related to the pump rather than the minimed mobile (mmm) app. The software support team's thorough investigation of the database application logs found no relevant issues in the logs. Issue was not confirmed by log analysis. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: this issue is related to pump side rather than mmm app suggested pump replacement for the patient and informed the old pump should be sent back for the pump team to investigate. Pump was replaced and issue reported resolved. Most likely cause is a pump hardware failure. No logs or evidence of a carelink fault or error found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.